Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 16-nov-2017 from other non-health care professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient had decrease mobility, inability to bear weight, pain and severe swelling. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once for oa (osteoarthritis) knee pain. It was reported that the injection was given suprapatellar pouch in left knee. On an unknown date in (B)(6) 2017, unknown latency, patient had severe swelling, pain, decrease mobility, inability to bear weight. Patient received bilateral injections on different days. Injection given in right knee was a different lot number and no reaction occurred. It was reported that the lot number: 7rsl021 and expiration date: 05/31/2020 was used for knee that had reaction. Corrective treatment: not reported for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events. Additional information was received on 17-nov-2017 from non-health care professional. The related case ids were added. Additional information was received on 22-nov-2017. Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, mobility decreased, left knee swelling, and left knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from other non-health care professional this case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency the patient had decrease mobility, inability to bear weight, pain and severe swelling no relevant medical history, past medications and concomitant medications were reported. On (B)(6)2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once for oa (osteoarthritis) knee pain. It was reported that the injection was given suprapatellar pouch in left knee. On an unknown date in (B)(6)-2017, unknown latency, patient had severe swelling, pain, decrease mobility, inability to bear weight. Patient received bilateral injections on different days. Injection given in right knee was a different lot number and no reaction occurred. It was reported that the lot number: 7rls021 and expiration date: 05/31/2020 was used for knee that had reaction. Corrective treatment: not reported for all events outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criterion: required intervention for all events pharmacovigilance comment: sanofi company comment dated 24-nov-2017: this case concerns a male patient who received treatment with synvisc one and mobility decreased, weight bearing difficulty, left knee pain and swelling of left knee. The causal role of the drug cannot be denied for the occurrence of the event based upon the temporal relationship. However, the information regarding patient's medical history, concurrent conditions, concomitant medications and other risk factors will aid in comprehensive assessment of this case.